Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx1002 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx1002) have been reported from the same facility.

Event description:
It was reported that two powerglide catheters sheared on the needle during insertion. No other information was reported. This report addresses the first device.